Event description:
It was reported that the user experienced loss of readings on the ilet while dexcom g7 continuous glucose monitor (cgm) data continued to display in the dexcom app, and no receiver was in use, troubleshooting included re-entering pairing code and advising on reconnection time, consistent with a communication link issue between the ilet and the cgm transmitter. No adverse clinical symptoms reported. Outcomes included no clinical impact, no medical intervention, and no hospitalization. User support included device-use troubleshooting and user education regarding bluetooth pairing and reconnection. Investigation of this case revealed a probable bluetooth communication interruption between the ilet and the dexcom g7, with the sensor and app functionality otherwise intact, indicating a device-to-device connectivity problem without a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user-to-device disconnection within normal bluetooth behavior that resolved or was expected to resolve with standard reconnection steps.

Manufacturer narrative:
Initial.